Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received indicated the dvt was identified via bilateral lower extremity ultrasound as non-occlusive left popliteal dvt. The patient was started on anticoagulation therapy, however it was stopped due to the patient history of severe epitaxies while on anticoagulation therapy. A inferior vena cava filter was placed without complication and the dvt was indicated as resolved. It was also reported that the dvt was not related to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia. The patient presented to the emergency department with worsening shortness of breath, cough, chills, and a fever. It was noted that the patient was symptomatic with similar symptoms a month prior and tested negative for coronavirus 2019. A transthoracic echocardiogram (tte) revealed a mobile mass in the right ventricle attached to the right ventricular (rv) lead that is consistent with vegetation. Peripheral blood cultures collected on admission grew enterococcus faecalis and aerobic bottle gram positive cocci in chains. The cardiac resynchronization therapy defibrillator (crt-d) system was removed, and a peripherally inserted central catheter (PICC) line was placed for continued antibiotics treatment. Follow up blood cultures were negative, and a deep vein thrombosis (dvt) was noticed in the left popliteal. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.